Manufacturer narrative:
Customer reported a dermabrasion on the patient's abdomen during use of the surgical clipper blade. Procedure was postponed. No samples, photos, or batch/lot information were available for evaluation. Bd was unable to verify the reported issue or determine a definitive root cause at this time. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Dermabrasion observed on the patient's abdomen.